Event description:
The g2 ivc filter placed in 2008 found to be fractured at time of removal. One arm fractured, retained in ivc wall in situ. Both filter and arm were removed successfully using forceps.